Event description:
Pt was at md's office to receive chemo medication in addition to the 5-fu infusing via verifuse pump. The pump started alarming and across the top of the display screen was a line of hieroglyphics - unreadable symbols. Rn called pharmacy. Another verifuse pump was taken to patient and switched out. No problems after that. Had run for four days prior to that without any problems.